Event description:
It was reported that the programmer was unable to establish communication with ipg. The patient tried with and without an antenna. He also repositioned it many times. His device worked well for him the first day but he has fallen twice since implant. His symptoms returned and he no longer feels stimulation. Further information is being requested from the hcp.